Manufacturer narrative:
Patient information was unavailable from the site. Device has not been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported there was deformation of tip of the linear blunt probe. A passive probe was used instead. This issue was noted preoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
The linear blunt probe was returned to the manufacturer for analysis. Analysis found the tip of the returned probe is slightly bent. Otherwise, the probe functioned as intended. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.